Event description:
It was reported that balloon rupture occurred. The patient presented with venous compression and underwent venous iliac stenting. The target lesion was located in left and right common iliac vein. Two of 16-4/5.8/75 xxl esophageal balloon catheters were used to expand bilateral stents. However, during the first inflation, at 5 atmospheres in less than 10 seconds, both balloons were ruptured. Both devices were removed over the wire and no fragments left inside the patient body. Post dilation, the balloons were used simultaneously for kissing stents in the distal inferior vena cava. The balloons were compressed to 50%. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: xxl/16-4/5.8/75 balloon catheter was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately at the center of the balloon material. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The patient presented with venous compression and underwent venous iliac stenting. The target lesion was located in left and right common iliac vein. Two of 16-4/5.8/75 xxl esophageal balloon catheters were used to expand bilateral stents. However, during the first inflation, at 5 atmospheres in less than 10 seconds, both balloons were ruptured. Both devices were removed over the wire and no fragments left inside the patient body. Post dilation, the balloons were used simultaneously for kissing stents in the distal inferior vena cava. The balloons were compressed to 50%. The procedure was completed with another of same device. There were no patient complications reported.